Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The ac power module was replaced under warranty which resolved the failure. As of (B)(6) 2010, there have been no further reports of this issue from this customer site.